Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's failed to power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet cable was disconnected from the power management board. The ac inlet cable was reconnected to the power managment board to address the issue. There was evidence of tampering.

Event description:
The manufacturer received information alleging a ventilator's failed to power on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.